Event description:
A relative of a patient reported that since her cousin had intraocular lens (iol) implant surgery she had been experiencing flashes of light. The relative further reported that at a postoperative visit, the surgeon stated that the iol had shifted and there was a tear in the posterior capsule. The patient was seen in follow-up for a retinal examination that was reported to be normal. The relative reported that a second surgical procedure was performed to reposition the iol. At the consumer's request, the surgeon was not contacted.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was received by phone on 11/06/2008 and 11/17/2008 from the consumer's cousin. At the consumer's request, the surgeon was not contacted.